Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. They troubleshot the system and detected no errors. The imaging system and navigation were functioning as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was no connection to the navigation system. The site reported that imaging system and the mobile view station (mvs) connection was activated. No patient was present at the time of the event.